Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a consumer via manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver dilaudid (hydromorphone), bupivacaine, clonidine and an unknown drug (all concentrations and dosages unknown). The pump was indicated for failed back surgery syndrome and spinal pain. It was reported that the patient experienced decreased efficacy after they fell and hit their pump. It was stated that an infection was ruled out. A catheter revision was scheduled; the catheter was successfully aspirated during the procedure. It was reported that withdrawing medication from the pump was very, very difficult and the pump would not appropriately accept new medication into the reservoir. It was noted that there was fluid accumulation at the pocket site. Troubleshooting was performed; the pump was interrogated, catheter was aspirated, and an attempt to refill and deplete the reservoir. The pump was replaced on (B)(6) 2016, and it was indicated that the issue was considered resolved. It was stated that the patient¿s therapy was not effective prior to the explant, and the current status was unknown.

Manufacturer narrative:
Analysis of the pump identified there was a dried drug/blood/foreign material occlusion in the fluid path. Analysis also identified significant damage to the reservoir septum while implanted and the septum was not leaking.

Event description:
Additional information received from a consumer indicated the pump was replaced two days prior to thanksgiving because it "stopped working."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.